Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. Upon inspection of the received complaint device a bend was identified at 7 cm from the distal tip; which is distal to the transition point,. A bend was identified at 41 cm and 53 cm from the distal tip; which is proximal to the transition point. The handle, steering knob, locking mechanism, and electrodes appeared to be intact. The device was evaluated and did not meet specification for curve or planarity. A review of the DHR supports that the device met all inspection and test criteria prior to release from stryker. The reported event could be attributed to mishandling subsequent to distribution, including shipping/storage conditions or improper manipulation of the catheter. The instructions for use (IFU) state: do not attempt to operate the catheter prior to completely reading and understanding the applicable instructions for use. Do not use excessive force to advance or withdraw the catheter. Careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. Inspect the catheter for overall condition and physical integrity. Do not use the catheter if electrodes appear loose or if any damage is noted. If such problems exist, return the catheter and packaging to stryker sustainability solutions. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported the device does not deflect properly. The device was reported to not have any kinks or bends. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.